Event description:
Patient was in to see his dentist and brought his appliance in. It was identified by the nurse that the head of the locking screw was broken off. The patient was not aware that the screw was broken.